Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in brazil. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal procedure, the meniscal suturing device needle fractured. This was discovered a few days later after the patient reported pain and returned to the surgeon for an x-ray, which identified a retained needle fragment. The retained needle piece was removed from the patient less than two weeks after the procedure, and no other impacts were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed through the provided photo and radiographs. Visual examination of the provided photo identified the needle tip has fractured. However, due to the quality of the photo and as the product has not returned, further analysis could not be performed. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: there is a linear metallic foreign body at the medial joint line consistent with a fractured needle. Knee alignment is anatomic. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.